Event description:
Reportedly, when the lead was positioned into the atrium, the physician encountered difficulty with the helix rotation which was unusually smooth, and a hardly resistance feedback. Shortly after the lead placement, the lead became dislodged and it happened three times. The implantation was completed with another vega r52 lead.

Manufacturer narrative:
Investigation summary: upon reception the lead and following a cleaning of the blood residues within the helix housing, the active fixation function was determined functional, since the screw could be extended in 8 turns and retracted in 7 turns without friction felt. All electrical and dimensional measurements were within specifications. One hypothesis that could explain the reported problem was that, during implantation, a blood residue or physiological tissue may be present in the helix house, affecting screw rotation. This hypothesis could not be confirmed with certainty. However, based on the provided information and investigation performed, a lead malfunction is not suspected to be the cause of the reported event. It should be noted that a preoperative test of the screw mechanism is recommended prior the implantation to confirm proper screw function. This case is retained for trending purposes. Please refer to the attached report.

Event description:
Reportedly, when the lead was positioned into the atrium, the physician encountered difficulty with the helix rotation which was unusually smooth, and a hardly resistance feedback. Shortly after the lead placement, the lead became dislodged and it happened three times. The implantation was completed with another vega r52 lead.